Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive because of the nature of the returned sample. The product returned for evaluation was one 3ml luer-lock syringe and one non-bd extension tube. Usage residues were observed throughout the sample. The implicated infusion set was not returned for evaluation. The returned sample elements did not include the implicated powerloc infusion set. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "mensa and IV fluids infusing. Line near port clamped to flush and obtain blood sample. When flushing rn noted that fluid was leaking out of the clamped side tubing near the flexible tubing connection to the plastic. When rn pulled back, blood leaked out of tubing at the same spot. On inspection, crack noted in tubing. Patient's port reaccessed and medication restarted. Needleless connecter was last changed out (B)(6) 2019. No injury to patient."